Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the pump had a lifting downstream occlusion seal. The event occurred during testing.

Manufacturer narrative:
G1 was updated. The suspect pump was returned for evaluation. Review of the event history log revealed no findings related to the complaint. A 12-month service history check confirmed no prior service activity during this period. Visual inspection identified a lifting downstream occlusion (dso) seal, thereby confirming the complaint. The dso seal was replaced, and the probable cause was attributed to normal wear and aging.